Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the cannula was severely bent, but the insulin pump never alarm to alert the customer that insulin was not delivering. During the call, it was found that the customer was inserting manually because he is paralyzed in one arm. The caller stated that he will attempt to use the serter and will remove the infusion set to see if the cannula is bent. No further information was provided.